Manufacturer narrative:
The manufacturer did not receive x-rays for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and experienced elevated metal ions.

Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the patient was implanted with an unknown mom implant on (B)(6) 2010 and experienced elevated metal ions and osteolysis. It is unknown whether patient underwent a revision surgery. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. In total three letters between the claimant, the hospital and zimmer biomet have been received. Please note, all three received letters were translated from italian to english (italian is not a mother tongue of the investigator) and relevant information was summarized. Letter with request for compensation from the claimant to the azienda unità sanitaria locale di parma, dated (B)(6) 2020: request for compensation for all damages related to the intervention performed on (B)(6) 2010 (hospitalization on (B)(6) 2010). Patient: g.b., born (B)(6) 1958. Letter from servizio sanitario regionale to claimant, undated: management (B)(6) 2020: rejection for compensation following mom prosthesis. With reference to your claim for damages resulting from the mom prosthesis implanted on (B)(6) 2010, at the hospital of fidenza. The alleged damage caused by the release of chromium and cobalt from the prosthetic implant is attributable to the characteristics of the prosthesis itself, mentioning the correct implantation. Letter from servizio sanitario regionale to zimmer biomet italy, undated: compensation request for damages due to mom implant prosthesis. The patient g.b. Complains of having suffered from osteolysis following the implantation performed on 10.02.201 o at the hospital of fidenza. The internal procedure showed that the prejudices presented by the patient are exclusively attributable to the release of chrome and cobalt from the medical device, which was correctly implanted; contamination attributable to the characteristics of the prosthesis itself. Therefore, we invite zimmer biomet to take over the management of the claim for compensation. No medical data has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to missing product identification. Conclusion: it was reported that patient was implanted with an unknown mom implant on feb 02, 2010 and experienced elevated metal ions and osteolysis. It is unknown whether patient underwent a revision surgery. Neither medical records, the device identifications nor the complained products have been received. Therefore, an investigation could not be performed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, based on the lack of medical records and due to the unavailability of the complained product(s), we were neither able to perform an investigation nor to confirm the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).